Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 219 mg/dl. The customer's expected fasting blood glucose test result range is 100 - 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 179 mg/dl using truemetrix meter and 193 mg/dl using truemetrix meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 01/27/2018 and open vial date is 11/25/2016. The meter memory was reviewed for previous test result history (time not set): the 219mg/dl (B)(6) 2016 07:16 am fasting:yes, the 196mg/dl (B)(6) 2016 09:53 am fasting:yes, the 181mg/dl (B)(6) 2016 11:49 am fasting:yes, the 154mg/dl (B)(6) 2016 10:49 am fasting:yes. Memory concerns:219mg/dl.